Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
Revision surgery was performed due to pain and wearing of liner. The surgeon considered it is not the product failure but it was caused by the bad position of the implantation.